Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed the label is missing. The display is dim and pink. Evaluation also revealed that the battery compartment is cracked between bumper pad and top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim and pink and there is a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2015.